Event description:
This report summarizes one malfunction. A review of the reported information indicates that dl900f denali filter allegedly experienced migration of device. The information was received from one source. One patient was involved with no reported patient injury. The patient was reported as male. The age and weight were not provided.

Manufacturer narrative:
H10: the lot number for the device was not provided, therefore a lot history review could not be performed. The device was not returned for evaluation and medical records were provided. The investigation is inconclusive for migration. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The lot number for the device was not provided, therefore a lot history review could not be performed. The device was not returned for evaluation and medical records/images were not provided, therefore the investigation is inconclusive for migration. The definitive root cause could not be established. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicates that an unknown denali filter allegedly experienced migration of device. The information was received from one source. One patient was involved with no reported patient injury. Patient information was not provided.